Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 55 year old female with acute myocardial infarction complicated by cardiogenic shock (scai stage d) and a history of renal insufficiency requiring dialysis was supported with inotropic medications and vasopressors prior to impella consideration. Baseline hemodynamics indicated severe congestion and impaired perfusion, including a central venous pressure of 27 millimeters of mercury, a pulmonary capillary wedge pressure of 35 millimeters of mercury, and a lactate of 9 millimoles per liter. Right femoral arterial access was obtained using a percutaneous, ultrasound guided approach for impella cp implantation to provide temporary support during cardiogenic shock. The patient was transferred to the intensive care unit on impella support and continued to require vasoactive therapy. During ongoing support, clinical staff documented in the complaint for a suspected gastrointestinal bleed, noted in the context of known renal insufficiency, elevated anticoagulation parameters, and critical illness. The patient remained on inotropic and vasopressor support, with progressive metabolic and end organ derangements. The clinical team proceeded with impella management and monitoring while addressing the concern for gastrointestinal bleeding. The patient was later successfully weaned from impella support and survived to explant. The suspected gastrointestinal bleed is conservatively associated with impella support by timing. Bleeding is a known device-related risk for the impella cp as written in instructions for use. Major bleeding events, including gastrointestinal bleeding, can occur during impella support due to the combined effects of systemic anticoagulation, heparinized purge solution, critical illness¿related mucosal vulnerability, and patient specific risk factors, meaning that while impella therapy may contribute to bleeding risk, it is often not the sole cause. Based on the available clinical information gastrointestinal bleeding is conservatively associated with impella support by timing but the patient¿s cardiogenic shock, renal insufficiency requiring dialysis, elevated filling pressures, coagulopathy, and overall critical illness were the most likely contributors to the suspected gastrointestinal bleeding. The patient stabilized sufficiently to be weaned from impella support.